Manufacturer narrative:
Suspect device: coaguchek test strip. Multiple medwatches were initiated due to caller being unsure which test system produced the results provided.

Event description:
Caller reports running correlation with coaguchek s test system, and is unsure which device produced a specific result. The follow results were reported from coaguchek s/lab comparisons: 6.0 inr/4.4 inr, 2.4 inr/1.9 inr, 3.7 inr/2.7 inr, 3.2 inr/2.1 inr, 2.4 inr/1.9 inr, 3.2 inr/2.1 inr. No action was taken based on device results. No adverse event reported. Comparisons performed at a medical facility. Coaguchek s test system: meter. Test strip lot/cat/expiration date unknown.